Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose for over 900mg/dl. The customer stated that she experienced chest pain and shortness of breathing. Troubleshooting was performed. Ran a fixed prime and high pressure tests and passed. The programming on the insulin pump was correct. No further info was provided.